Manufacturer narrative:
Device not returned to manufacturer for investigation.

Event description:
It was reported that during setup of six new attachments at the user facility the core micro drill overheated and ran at 30,000 rpm with no way of limiting the revs of the drill. As this event occurred during setup at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.